Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, it was noted the drainage catheter was leaking on (directly where the wire and the closing device of the hub are) the hub with the mac-loc properly closed. The device was removed and replaced with another one. Per the initial reporter, " this is the second time this year this hospital had this with our catheters".